Manufacturer narrative:
The unit did not have a button error alarm or numbers ramping. However, the unit had an intermittent button response due to corroded keypad traces. The unit had a minor scratched display window, a cracked case at the display window corner, a cracked case at the reservoir tube window corner, and a missing end cap sticker.

Event description:
The customer called in to report a keypad anomaly and a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 128 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.